Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery would not charge after two days of charging and a battery failure error appeared when calibration was started. There was no reported patient involvement.